Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with decreased visual acuity, elevated intraocular pressure (iop), corneal edema and 3+pigmentation/cell in the anterior chamber 18 days following left eye cataract extraction with intraocular lens (iol) implantation procedure. The patient was treated with iop lowering drops, steroid and nonsteroidal anti-inflammatory drops. The patient was seen at day 30 for follow up and referred to a retina specialist. A sub-tenons injection was preformed for inflammation and flare. The patient continues with persistent anterior pigmentation but improved inflammation. The iris is fixed and dilated with transillumination defects, pigment on lens, corneal endothelium, and 4+ pigment in the angle. The lens remains implanted and in place. Additional information has been requested however, further information has not been received.